Event description:
It was reported that the user did not see a recent supply change in the ilet history after completing a fill cannula step, and glucose values were elevated after treating a prior low with oral carbohydrates. A low glucose value of 70 mg/dl was reported before trending upward to a peak of 870 mg/dl. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no alerts or alarms and no medical intervention or hospitalization, with glucose returning to range after monitoring and calibration. Investigation included product use review, device history and performance assessment, and user-guided troubleshooting. Investigation of this case revealed that the history display updated after repeating the fill cannula step and that the hyperglycemia was consistent with intake of oral glucose and food. It was concluded that the cause of the initial reported hypoglycemia was unclear and that the device functioned as expected after troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.